Event description:
The patient was admitted for a procedure on (B)(6) 2009 with a moderately calcified lesion in the proximal circumflex. The lesion was pre-dilated. It was noted that a 3.5 x 8mm cypher select plus stent did not pass the stenosis. During the attempt to take the stent out, some of the proximal stent struts flared up. Subsequently, it was difficult to withdraw the stent back into the catheter, however, it was pulled back into the guiding catheter. The stent remained on the stent delivery system when it was removed from the patient. The procedure was completed by implanting an endeavor stent without any complications. There was no patient injury reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.